Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot f311 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e311 for the reported complaint issue shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected for this complaint category. The complaint kit was returned for analysis. Examination of the kit confirmed a tear in the diaphragm of the collect pressure dome. The collect pressure dome was installed on a sample pressure sensor and fit onto the sensor without any issues. A pressure test was performed and no leaks were observed while the pressure dome was installed onto the sensor. Based on the information provided the root cause of the tear in the membrane could not be determined. This investigation is now complete.

Event description:
Customer called to report when uninstalling a kit post procedure, the collect pressure dome membrane leaked onto the pump deck. Customer stated the patient was not connected at the time of the leak. Customer stated there were no alarms or leaks observed during the procedure. Customer stated the pressure dome membrane was still attached to the collect pressure dome at the time of the leak. The customer stated when squeezing the pressure dome they observed a small tear in the pressure dome membrane. The customer has returned the kit for investigation.